Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was not able to provide exact blood glucose (bg) level, but reported that bg levels were in the 400s mg/dl, which was addressed with a manual injection. The customer stated that the combination of being sick with the flu, and receiving the alarm 19, could have impacted bg level. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.